Event description:
It was reported there was an infection. It was noted the infection was a couple of years ago during a stimulation implant. The patient had been on IV antibiotics for 6 months. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the device was not a medtronic product. The company the product belongs to has been notified.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).